Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the pump pocket had not fully healed. It appeared as if the pump was eroding through the skin. The physician would revise and clean out the pocket. There was no change to the pump or pump equipment. There were no known environmental, external, patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.